Event description:
During an atrial fibrillation pfa procedure, blood leakage and air bubbles were observed from the sheath hemostatic valve while flushing. Prior to the leak, only the dilator was inserted in the sheath hemostatic valve. The sheath was immediately replaced, and the procedure was successfully completed with no adverse patient consequences.